Event description:
Information received by medtronic indicated that the customer received  critical pump error. No harm requiring medical intervention was reported. Troubleshooting was  performed and found  other critical pump error. The customer will discontinue to use the device and the pump will  be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. However, the pump had a high sleep current measurement. No unexpected critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. Insert battery alarm was recorded and found in the formatted history file on: 07/08/2023 14:57:53.000 07/08/2023 14:59:28.000 07/08/2023 14:59:30.000 07/08/2023 14:59:32.000 07/08/2023 15:02:32.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/08/2023 14:59:27.000 07/08/2023 14:59:29.000 07/08/2023 14:59:31.000 07/08/2023 15:02:31.000 pump error 23 alarm was recorded and found in the formatted history file on: 07/08/2023 15:03:02.000 power loss alarm was recorded and found in the formatted history file on: 07/08/2023 15:05:44.000 07/08/2023 15:05:55.000 the pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 2 days prior to the event date 08-jul-2023 in the formatted history file.  Pump error 24 alarm (file number: 33 line number: 2061) was recorded and found in the formatted history file on: 07/08/2023 14:19:00.000 07/08/2023 14:29:00.000 pump error 24 alarm (file number: 33 line number: 2061) was confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm was not confirmed. However, a high sleep current measurement (unexpected battery power loss) and pump error 24 alarm (file number: 33 line number: 2061) were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.